Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the manufacturer representative (rep) met with the patient on (B)(6) 2024 at their physicians office. The ins was checked and no impedance issues were noted. The device was interrogated and ins settings were optimized for normal pain areas. The patient was satisfied with programming at the end of the visit. The issue was resolved.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported about 2 months ago, they fell and landed where they hit their spinal cord stimulator and they needed to meet with a rep. Patient said they were not getting any feeling from the stimulator, and when they could, the stimulation seemed to be shorting out and was sending strong pain down into their leg instead of on their back where it was supposed to be. Agent reviewed contact process of reps and explained a timeframe of response could not be guaranteed. Agent sent email to reps in the patient's area to request a callback from patient's healthcare provider (hcp). The patient was redirected to their healthcare provider to further address the issue. A rep noted they would contact the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.